Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the quik-combo therapy cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed quik-combo therapy cable and determined that the cause of the reported issue was that on the quik-combo connector portion of the cable, one of the outer contacts (either sternum or apex) was missing its inner contact. As a result, there was no retention force which resulted in an intermittent connection while in paddles lead ECG.

Event description:
The customer contacted physio-control to report that during an event they were unable to obtain ECG while in paddles lead. As a result, defibrillation would not have been possible if it were necessary. A backup device was available and used to continue patient care. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
The customer later contacted physio-control to advise that there is no further information available about either the patient or the event.

Event description:
The customer contacted physio-control to report that during an event they were unable to obtain ECG while in paddles lead. As a result, defibrillation would not have been possible if it were necessary. A backup device was available and used to continue patient care. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.